Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of loss of ble was confirmed. The information received was reviewed by engineering and it was determined that the device had entered ble lockout due to patient role session time threshold being reached. The threshold was reached due to a high number of episodes being transmitted and the device not being interrogated by a programmer in that time. This behavior is per design specification as a part of a cybersecurity feature.